Manufacturer narrative:
The technician found the screws were stripped which prevented the siderail from holding to the frame. The technician replaced the left foot siderail assembly to repair the bed.

Event description:
Information received indicates the left foot siderail was broken from the bed.